Manufacturer narrative:
A partial lead with the lead tip measuring 51.8cm was returned for analysis. Internal insulation abrasion was noted at 9.9-11.6cm from the distal tip. The rv conductors were broken and separated due to damage caused during the surgical procedure. Externalized conductors due to internal insulation abrasion were noted at 29.3-31.5cm from the distal tip. The svc conductor etfe coating was abraded at this location. External insulation abrasion was noted at 41.6-41.9cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at this location.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was presented to the operating room for lead explant due to externalized conductors. Lead was explanted and a new lead was implanted. Patient is recovering.